Event description:
The customer called and reported experiencing high blood glucose of 476 mg/dl. At time of this report, customer's blood glucose was 436 mg/dl, which was treated with a syringe. Customer experienced the symptom of lethargy. Troubleshooting was performed with the customer's insulin pump. The drive support cap appeared normal. No air bubbles or leaks were found. Settings appeared to be accurate. Customer stated her basal rates had recently been changed for a couple of days but had been changed back. A no delivery alarm occurred five minutes after the customer delivered a bolus. She declined to troubleshoot for this. When reviewing bolus history, customer stated not all entries were displayed, based on her recollection. Customer decided to troubleshooting, believing high blood glucose was caused by her not being careful when programming a bolus. She was advised to monitor blood glucose and double check when entering in bolus and ensure pump was delivering.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.